Event description:
It was reported that the user experienced an occlusion alert on an infusion set after a supply change, observed a large air bubble in the cartridge, and required a full supply change with a new connector to resume insulin delivery. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery and user monitoring of blood glucose without need for medical care. Investigation included troubleshooting and user education by phone. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion associated with an infusion set and connector, which resolved after replacing supplies and purging air. It was concluded, based on previously established findings for similar reports, that the cause was user technique and supply-related factors leading to air introduction and downstream occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.